Manufacturer narrative:
Not returned to manufacturer.

Event description:
Acute chondrolysis [chondrolysis]. Gonalgia right on gonarthrosis [arthralgia]. This is a follow-up case. This serious spontaneous report was received from a rheumatologist in (B)(6). This report concerns a (B)(6) year old female who experienced chondrolysis and gonalgia during treatment with three injection of euflexxa (1% sodium hyaluronate) solution for injection, three injections via intra-articular route for gonarthrosis, probably following a meniscal lesion. On (B)(6)-2016 the patient was treated with euflexxa. The viscosupplementation with euflexxa was performed without procedure problem. After the third injection of euflexxa the patient developed gonalgia right on gonarthrosis (predominating femoro-patellar) with inflexible bending of 20 degree. On an unknown date, the patient underwent a knee arthroscopy. Chondrolysis induced by injection af euflexxa was suspected. Investigations performed in (B)(6) 2016 (standard x-ray and MRI) confirmed acute chondrolysis of the knee. The rheumatologist commented that this is a failure of the visco-supplementation but the interval between the last injection of euflexxa and the arthroscopy was short (early). An arthroplasty of the right knee was considered. The acute chondrolysis was considered as medically significant. Action taken to euflexxa was unknown. The patient was treated with artotec (75 mg diclofenac sodium and 0.2 mg misoprostol). The following concomitant medication was reported: cortisone, intra-articular injection of the same knee two weeks prior to initiation of euflexxa treatment. At the point of reporting the outcome of acute chondrolysis and gonalgia were not recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. (B)(4). Additional information received on 21-mar-2016: age of patient and initials updated, date of birth added. Start and stop date, dose number, dose and unit of euflexxa added and indication updated. Changed the event 'knee pain increased' to 'gonalgia'. Added arthroscopy as procedure. Narrative updated accordingly. This ae does not meet the definition of a medical device incident according to the requirements of the medical device directive and did not result in a corrective action by the manufacturer.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
This serious spontaneous report was received from a physician in (B)(6). This report concerns a (B)(6) female who experienced acute chondrolysis and knee pain increased effect during treatment with euflexxa (1% sodium hyaluronate) solution for injection, three times at weekly intervals in (B)(6) 2015 for knee pain, probably following a meniscal lesion. In (B)(6) 2015, after the third injection of euflexxa the patient noted a gradual increase in intensity of her knee pain. Investigations performed in (B)(6) 2016 (standard x-ray and MRI) showed acute chondrolysis of the knee. The acute chondrolysis was considered as medically significant. Action taken to euflexxa was unknown. The patient was treated with artotec (75 mg diclofenac sodium and 0.2 mg misoprostol). The following concomitant medication was reported: cortisone, intra-articular injection of the same knee two weeks prior to initiation of euflexxa treatment. At the point of reporting the outcome of acute chondrolysis and knee pain increased were not recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: (B)(4).